Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that six months following the implant of this transcatheter bioprosthetic valve the patient¿s echocardiogram revealed moderate aortic regurgitation. No treatment was given and the condition remained ongoing, but no adverse patient effects were reported. Additional information was received that nine months post-implant the patient was admitted to the hospital for congestive heart failure (chf) exacerbation, and was diuresed via dialysis. A transthoracic echocardiogram (tte) revealed an ejection fraction of 40-45%, and mild to moderate paravalvular leak (pvl). Mild mitral regurgitation was also found. The patient was discharged after chf symptoms improved. No other adverse patient effects were reported. Ten months post-implant, the patient was admitted to the hospital for shortness of breath secondary to chf exacerbation. Diuresis and oxygen were provided, and a thoracentesis was performed for a bilateral pleural effusion. Eleven months post-implant, the patient was admitted to the hospital for shortness of breath related to chf exacerbation after missing hemodialysis. Symptoms improved with dialysis and diuresis, and the patient was discharged after 2 days with no reported adverse patient effects. Twenty two months post implant, an echocardiogram revealed moderate pvl and stenosis. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted valve in valve. The pvl did not improve after the second implant. No adverse patient were reported related to the pvl or valve in valve procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted and will not be returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. Patient weight could not be obtained by medtronic. (B)(4)